Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The pressure transducers printed circuit boards (pcb: s) were replaced due to high humidity. Replacement of the pcb: s solved the reported failure. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The replaced pcb: s were not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.